Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and it was seen that the battery life was short (28 min). The service technician replaced the power board and internal battery to address the customer's reported issue.

Event description:
The customer reported that the lap top ventilator 1200 with newly installed battery alarmed reset (ln vent). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue. Uut (unit under test) failed lap top ventilator battery charge and duration test. There might be a chemical problem with the internal cells of the battery. If in the future, the trends start to appear with this battery, further analysis will be conducted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.